Manufacturer narrative:
On (B)(6) 2019 mentor became aware that the patient's identifier was h.s.j, and that their date of birth was (B)(6) ER date of event and patient's dob, the patient age at the time of the event is 75 year-old. Mentor also became aware that the correct suspect medical devices were (left) 200cc mentor smooth round moderate profile saline catalog: 3501625 lot: 5719585 and (right) 200cc mentor smooth round moderate profile saline catalog: 3501625 lot: 7011789. A manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor also became aware that the patient underwent bilateral removal and replacement with the following devices: two 190cc mentor memorygel breast implants ( catalog #: 3507190mc, serial # for left: (B)(4) serial # for right:(B)(4). . This medwatch form is for the right breast prosthesis. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 2/7/2020, the suspected medical device was returned for evaluation. On 2/21/2020, the investigation on the suspected medical device was completed. Investigation summary: during evaluation of the sample, a crease was noted in the anterior and extending to the posterior view. Within the crease, a tear was observed in the posterior view, measuring approximately 1.5 cm . The evaluation determined that the rupture is consistent with a crease fold rupture these kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a revision breast augmentation with two 190cc mentor memorygel breast implants and experienced bilateral rupture. As a result, the patient had explanted both implants on (B)(6) 2019. This report is for one of the reported prosthesis.